Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stated he felt more unsteady on his feet with the last programming ¿d¿. The patient tripped and fractured his right fibula, fractured his right ankle while feeding the chicken. The hcp noted the patient had a history of traumatic brain injury. It was noted the event was unlikely related to the extensions, leads, or recharger. The hcp noted the event was not related to the external device. The hcp noted the event was unlikely related to the spinal cord stimulation therapy. It was noted the patient had an x-ray on (B)(6) 2018 and his right fibula was fractured. It was noted there was medications administered as an intervention and the patient was recovering and the event was resolving. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported the patient¿s medical history was low back pain, lumbar post laminectomy syndrome, and lumbarsacral spondylosis without myelopathy. It was noted the patient a history of traumatic brain injury. The rep noted there was no information if the stimulation was on at the time of the fall. The rep noted the information was confirmed with the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.